Manufacturer narrative:
Product event summary: the data files and balloon catheter were returned and analyzed. The data files showed seven injections were performed on the reported balloon catheter 2af284, lot number 21500 showed system notice # (B)(4) (the safety system has detected fluid in the catheter and stopped the injection). Visual inspection of reported balloon catheter 2af284, lot number 21500 showed the device was intact with no apparent issues. The catheter failed the performance test due to the triggering of system notice # (B)(4) (the safety system has detected fluid in the catheter and stopped the injection). Additionally, dissection/pressure testing showed the guide wire lumen breach and kink 0.9 inches and 1.46 inches from the tip of the catheter. In conclusion, the reported system notice # (B)(4) was confirmed through product analysis. The reported balloon catheter 2af284, lot number 21500 failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The case was completed with radiofrequency. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.